Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal paravaginal repair with mesh, vaginal extraperitoneal colpopexy and cystourethroscopy; due to third degree cystocele, vault prolapse, mixed urinary incontinence, intrinsic sphincter defect and bladder detrusor instability.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent excision of vaginal foreign body and revision of mesh on (B)(6) 2009 by dr. (B)(6) at (B)(6) hospital.